Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient underwent an initial total left knee arthroplasty in 2005. Subsequently, the patient is experiencing a clicking noise, giving away feeling, and a loose metallic fragment between the yoke and the femoral condyle. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent left orthopedic salvage procedure on (B)(6) 2015. Subsequently, the patient is experiencing a clicking noise, giving away feeling, and a loose screw between the yoke and the femoral condyle. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent an initial total left knee arthroplasty in 2005. Subsequently, the patient is experiencing a clicking noise, giving away feeling, and a loose screw between the yoke and the femoral condyle. No revision has been reported to date.